Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) over 500 mg/dl with no symptoms. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the patient thought the pump was the cause of their high bg. This complaint is being reported because the patient allegedly experienced hyperglycemia due to an unknown cause while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/16/2015 with the following findings: the last basal delivery and the last bolus delivery were on (B)(6) 2015. The pump history showed that the pump was manually suspended on (B)(6) 2015 at 14:53 and manually resumed at 15:25. On (B)(6) 2015 at 07:09 a replace cartridge alarm was recorded; deliveries resumed 07:49. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.